Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and observed numerous files showing the device was on for less than a minute and then powered off. This may be an indication where the device was unable to complete a boot up cycle. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off abnormally by itself during the user test of the device. The customer also advised that intermittently the device would also lock up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the system controller pcb assembly and completed other unrelated repairs to the device, prior to returning the device to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and verified the reported issue. It caused the device to reboot several times before booting all the way up; however further cause could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off abnormally by itself during the user test of the device. The customer also advised that intermittently the device would also lock up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off abnormally by itself during the user test of the device. The customer also advised that intermittently the device would also lock up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the system controller pcb assembly and completed other unrelated repairs to the device, prior to returning the device to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and verified the reported issue. It caused the device to reboot several times before booting all the way up; however further cause could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off abnormally by itself during the user test of the device. The customer also advised that intermittently the device would also lock up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.